Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited signs of non sustained right ventricular oversensing determined to be myopotential oversensing. No programming changes were made as the oversensing episodes were not frequent. The patient was asymptomatic and was to continue with regular follow up in clinic.

Event description:
New information received notes that myopotential oversensing was still observed. The physician opted to monitor the frequency of the oversensing. No changes were scheduled at this time. The patient was in a home care facility and stable.